Event description:
Over the last three months, my medtronic diabetes mmt-723 insulin pump has been replaced five times due to mechanical or software defects. The first error occurred through (B)(6) 2013 where "motor errors" appeared frequently on the device. I periodically received these "motor errors" and cleared the error through a reset of the insulin pump. The pump then failed to reset, warranting a replacement. This same error occurred alongside replacement insulin pumps provided by medtronic diabetes two additional times. The third replacement insulin pump fixed the motor errors, but had a software issue. I disconnected the insulin pump to take a shower that evening and temporarily suspended the operation of the pump. I neglected to reactivate the basal rates in the pump after reconnecting, but the pump did not alarm every fifteen minutes that it had not been reactivated. After I fell asleep, the pump still did not alarm. About seven hours later upon waking up in the morning, I was experiencing a blood glucose level in the high 300 mg/dl range with large ketones. The ketones persisted for two days, which nearly required emergency medical treatment. I avoided a hospital emergency department visit after speaking extensively with an endocrinologist on the phone and my diabetes educator. After speaking to medtronic diabetes' customer support team, the device was again replaced. My insulin pump was then replaced again on monday, (B)(6), making a total of five replacement devices. The fourth replacement device had a defective motor, which was not strong enough to fill the infusion set tubing with insulin. The device support cap also was loose in the device, which was the subject of a nationwide voluntary recall in late 2012 and early 2013. Medtronic diabetes sent me a new insulin pump this week instead of a refurbished insulin pump. However, I have already received a motor error on the fifth replacement device on tuesday, (B)(6), which may indicate further defects in the device. Medtronic diabetes guidelines, according to a customer service representative I spoke with, is that the insulin pump is deemed defective after two "motor errors" in a thirty day period, but these details are not published in any manuals or printed pamphlets shipping with the insulin pump packaging.